Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was an episode of atrial fibrillation with intermittent ventricular conduction in which the patient received hv therapy. Due to the timing of the rhythm, therapy was delivered due to the ava discriminator. It was discussed that the device settings should be reprogrammed.